Event description:
The nurse reported that the cutter was not functioning and it was suspected that cutter pneumatic was spoil or loose during the vitrectomy surgery. The issue was identified as while the cutter was on but not cutting. The surgery was completed on the same day. There was no patient contact with suspect product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with needle bent in two places and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe was unable to be tested due to no movement of inner cutter in the port. The probe was disassembled, and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the bent needle. The extension pulled out of the coupling, presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The cut and actuation functionalities of the returned probe was unable to be tested. The cause of the is the separation of components within the probe. It appears that during use the adhesive bond failed causing the extension to detach from the coupling. The exact root cause of the extension detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A contributing factor for the reported issue is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A non-conformance record has been initiated regarding the extension detachment. No additional actions have been taken by the manufacturing site as the reported issue was unable to be confirmed and an exact root cause for the bent needle could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).